Manufacturer narrative:
Follow-up # 1 - device evaluation: the device has been returned and evaluated by product analysis on 4/12/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and there was moisture corrosion observed on the returned battery cap. A leak test was performed and failed due to the battery compartment. The threads of the returned battery cap were stripped and the cap was unable to fit to the pump to maintain an electrical connection and it had damage on the top coin slot. A test battery cap was used during the investigation and it was able to fit to the pump and maintain an electrical connection. The pump¿s cover was removed and there was no further moisture ingress found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.